Manufacturer narrative:
Technical evaluation: the device involved has not been received yet by orthofix (B)(4). The technical evaluation will be performed as soon as device becomes available. Medical evaluation: the little information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the investigation are available. Orthofix (B)(4) has requested further information on the event, such as code and batch number of the device involved; patient diagnosis; surgery description; body part to which device was applied; patient information (age, sex, weight and height); information on patient adverse effects, if any; copies of the operative report and copies of the pre and post-operative x-rays; information on patient current health condition and device availability for the technical evaluation. As of today, orthofix (B)(4) did not receive any further details on the event. As soon as the results of the investigation are available, orthofix (B)(4) will provide a follow up report. Orthofix (B)(4) continues monitoring the devices on the market. (B)(4).

Event description:
The information provided by the local distributor indicates: title: (B)(4) - handset fault - s/n (B)(4). Description: handset overheated and burnt surgeon and nurse. I do not have any details on the serial number, or any further details of the fault at this stage. No other information was given. (B)(4).

Manufacturer narrative:
On july 2017 orthofix srl acquired from orthosonics ltd, the oscar system, for ultrasonic arthroplasty revision. Therefore, orthofix srl is now managing post-market surveillance for oscar devices, also for the ones manufactured and released to the market by orthosonics ltd. The device involved in this event was manufactured by orthosonics ltd. Technical evaluation: the device involved was received yet by orthofix srl on march 1, 2019. The technical evaluation is currently on going. Medical evaluation: the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the investigation are available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market. (B)(4).

Event description:
The information initially provided by the local distributor indicates: title: james cook - handset fault - s/n tbc. Description: handset overheated and burnt surgeon and nurse. I do not have any details on the serial number, or any further details of the fault at this stage. On march 1, 2019, orthofix srl received the device involved together with the complaint report form which included the following information: product code: oh300 (handset for oscar ii) batch number: 2h2952 quantity: 1 hospital name: (B)(6). Surgeon name: mr (B)(6). Date of initial surgery: (B)(6) 2019. Body part to which device was applied: no response. Surgery description: not applicable. Patient information: n.a. Problem observed during: hospital pre-use inspection and clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: "the handset was plugged in but had not been used, the scrub nurse touched it and it was very hot and burnt her hand and the surgeons. It was also very close to touching the patients back." The complaint report form also indicates: the device failure did not have any adverse effects on patient. The initial surgery was not completed with the device. A replacement device was immediately available to complete surgery. The event did not lead to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copies of the operative reports are not available. Copies of the x-rays images are not available. Information about patient current health condition: na. Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).

Manufacturer narrative:
On july 2017 orthofix srl acquired from orthosonics ltd, the oscar system, for ultrasonic arthroplasty revision. Therefore, orthofix srl is now managing post-market surveillance for oscar devices, also for the ones manufactured and released to the market by orthosonics ltd. The device involved in this event was manufactured by orthosonics ltd. Technical evaluation: the returned device, received on march 1, 2019, was visually examined by orthofix srl quality engineering department and then sent to the supplier 4easytech for the technical evaluation. The visual check did not evidence any anomalies. The cement removal handset for oscar 2 (device code oh300 batch 2h2952) is not functioning properly. The handset is always activated, also without pressing the activation button because the switch diaphragm is not centered inside the switch button. The failure occurred is most likely to be attributable to pressure to which the device was subjected during cleaning and sterilization cycles. This caused a detachment of the electrical component from the silicone switch. This may happen after multiple reprocessing cycles as a result of wear and tear of the silicone switch. It was not possible to replicate the problem complained. The failure detected on the returned handset (handset always activated) is the contributory cause of a device malfunction (handset overheating) that could not be completely investigated. Orthofix srl requested the return of the full system for a complete check. Unfortunately, it was not made available for the investigation. Medical evaluation: the information made available on the event together with the results of the technical evaluation were sent to our medical evaluator. Please find below an extract of the medical evaluations performed. On february 13, 2019: "we have very little information about this incident. It seems likely that there was no problem for the patient. However, we are told that the handset overheated and burnt surgeon and nurse. If this really was a burn, then surely there is some injury, even if it was not to the patient. Also, the surgeon might have had to stop operating if there was a real burn. This might have caused delay to the surgery. A 'burn' is something that damages the skin and requires treatment. I suspect that the surgeon had to drop the device quickly but did not actually get burnt." March 19, 2019 with the further information provided with the complaint form "the complaint form actually tells us no more than the previous message. The handset was very hot and "burnt the hand" of the scrub nurse and the surgeon. It was also close to the patient's back (which it should not have been), and the unspoken comment was that the handset would have burnt the skin of the patient's back if it had touched it. If it really had burnt the hand of the scrub nurse and the surgeon, they would have had to leave the operation to cool their hands down, and there has been no suggestion of this. I therefore think that we should assume, as before, that the handset was too hot and the nurse and the surgeon let go it. The operation continued as planned with other handsets, which were available." On may 15, 2019 with the results of the technical analysis: "regarding this case, I see that the technical analysis has shown that the handset is always on when plugged in because of a fault in the switch, which was due to wear and tear. This has not explained why the handset became so hot, because only the handset was returned and not the complete system, in spite of repeated requests to do so. You can therefore confirm that the hand switch was faulty, and can suppose that there may be a fault in the generator that caused the handset to overheat if left on continuously. However, you could not test this because the full system was not returned for testing. The limited conclusion therefore is that the device failed because of repeated use, but a full test was not possible because the equipment was not returned". Final comments: on july 2017 orthofix srl acquired from orthosonics ltd, the oscar system, for ultrasonic arthroplasty revision. Therefore, orthofix srl is now managing post-market surveillance for oscar devices, also for the ones manufactured and released to the market by orthosonics ltd. The device involved in this event was manufactured by orthosonics ltd. The results of the technical investigation concluded that the failure occurred is most likely to be attributable to pressure to which the device was subjected during cleaning and sterilization cycles. This caused a detachment of the electrical component from the silicone switch. This may happen after multiple reprocessing cycles as a result of wear and tear of the silicone switch. It was not possible to replicate the problem complained. The failure detected on the returned handset (handset always activated) is the contributory cause of a device malfunction (handset overheating) that could not be completely investigated. Orthofix srl requested the return of the full system for a complete check. Unfortunately, it was not made available for the investigation. Should the full system becomes available, orthofix srl will re-open the investigation. Orthofix srl continues monitoring the devices on the market.

Event description:
The information initially provided by the local distributor indicates: title: james cook - handset fault - s/n tbc. Description: handset overheated and burnt surgeon and nurse. I do not have any details on the serial number, or any further details of the fault at this stage. On march 1, 2019, orthofix srl received the device involved together with the complaint report form which included the following information: product code: oh300 (handset for oscar ii) batch number: 2h2952 quantity: 1 hospital name: (B)(6). Surgeon name: mr (B)(6). Date of initial surgery: (B)(6) 2019. Body part to which device was applied: no response. Surgery description: not applicable. Patient information: n.a. Problem observed during: hospital pre-use inspection and clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: "the handset was plugged in but had not been used, the scrub nurse touched it and it was very hot and burnt her hand and the surgeons. It was also very close to touching the patients back." The complaint report form also indicates: the device failure did not have any adverse effects on patient. The initial surgery was not completed with the device. A replacement device was immediately available to complete surgery. The event did not lead to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copies of the operative reports are not available. Copies of the x-rays images are not available. Information about patient current health condition: na. Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).